Event description:
It was reported to philips the device did not start and the red "x" is lit for the rfu indicator. There was no patient involvement.

Event description:
It was reported to philips the device did not start and the red "x" is lit for the rfu indicator. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty inverter pca. The fse replaced the inverter pca. The device passed all performance assurance tests and was placed back into use with the customer.